Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement articulating arm shipped to site. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported a site navigation system articulating arm that would not hold tight properly. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
Medtronic investigation of returned suspect device finds that based on the lot code, the returned vertek arm is five years old. Testing found the arm failed the holding force test, the arm should hold up to 14 lbs when pulling down on the vertical arm but failed at 9.8 lbs. The arm should also hold when being pulled from the side up to 10 lbs but failed at 8.5 lbs. The reported event was confirmed to be caused by a mechanical failure mode, mostly likely due to the age of the device. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. The instrument was replaced to resolve the reported issue.